Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgment, which was confirmed by x-ray. Device evaluation revealed an increased pacing threshold, decreased waveform amplitude, and decreased impedance. A reoperation was performed to reposition the displaced lead. This ra lead remains in service. No additional adverse patient effects were reported.